Manufacturer narrative:
The returned device was evaluated. Due to corrosion, switch one (1) was not working. Indication on grip was peeled. Air/water cylinder and suction cylinder had discoloration. The control unit had a crack. Scope connector cover was deformed. Because objective lens was shaved, the image had partial dark area. Image guide protector had a cut. The distal end cover had corrosion. The adhesive on bending section cover was chipped. Connecting tube and universal cord had buckling. Third party repair was performed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bending section rubber cover was torn from the transition control to the working channel of the colonoileoscopies. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle of the equipment was clogged with black foreign matter. There was no physical damage where foreign matter remained. The detection method is described in the instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection and instruction manual evis exera ii gif/cf type 165 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.